Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The pt with this right atrial lead recently underwent double valve and bypass surgery. The device was checked after surgery and ra loss of capture and p-waves of 0.4 mv were noted. On review of the electrograms, the atrial rhythm was coming through consistently, though at a slower rate than the ventricular rhythm; it was thought that the pt may have developed a heart block. The device was programmed vvi 90 ppm at the surgeon's request. Subsequently, the field rep followed-up that the ra lead continued to have capture issues and no sensing. Prior to surgery p-waves were 1.4 to 1.8 mv. Impedance of the lead is fine. The pt's physician ordered that the device be programmed to vvir permanently. No additional adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.